Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) electrode exhibited infection. There were no additional adverse patient effects reported. This s-ICD electrode remains in service.